Event description:
It was reported that this patient was in the hospital for an unknown reason and episode review was requested. Two episodes were reviewed which showed delivery of inappropriate anti-tachycardia pacing (atp) and defibrillation therapy due to rapidly conducted atrial fibrillation (af). The physician was contacted to review device programming and patient medications. The device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.